Event description:
Siemens was notified on (B)(6) 2012 that the phoenix power conditioner unit began smoking/burning and created a bad smell during patient treatment. Reportedly, a patient was undergoing an imrt head and neck treatment with a mask device. The patient became very agitated, began waving their arms and called for help due to a burning smell in the treatment room. Treatment was terminated by the therapists/operators and the patient was removed from the treatment room. There is no report of injury to the patient.

Manufacturer narrative:
Siemens' investigation into the reported incident is ongoing. A supplemental report will be submitted to the FDA upon completion of the investigation.